Event description:
It was reported that the left ventricular (lv) lead may have had high thresholds and was capped many years ago. Recently, the patient had a device and lead change out and this capped lead was removed to make room for a new lead. Follow-up information from the clinic disclosed that the lead was capped because it was non-functional due to position. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. All conductors had blood/body fluid (not obstructed). The outer insulation was melted, had cosmetic environmental stress cracking, was breached cut, and had cosmetic depression. All insulators were breached cut. Fixation system other was noted. The lead was stretched. Visual analysis noted the lead had apparent explant damage. The septum was torn-off and not returned; it cannot be determined at this time when or how this occurred. Photograph was taken.